Manufacturer narrative:
This report is submitted on august 24, 2022.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and subsequently underwent revision surgery to remove the excess skin (date not reported). The patient experienced a second skin overgrowth on the abutment and underwent another revision surgery to remove the excess skin (date not reported). Additional information has been requested but it has not been made available as of the date of this report.